Manufacturer narrative:
(B)(4). According to available information, this lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated....

Event description:
Boston scientific received information that this right ventricular lead and pacemaker displayed loss of capture that resulted in pacing pauses lasting approximately four seconds. Two months earlier, this lead had displayed increased threshold measurements. A revision procedure was performed. This right ventricular lead was surgically abandoned and replaced. This device remains implanted. Post procedure, acceptable measurements were obtained. No adverse patient effects were reported.